Event description:
This is an adverse event occurring after rf ablation in a patient with barrett's esophagus (enrolled as patient in the (B)(6) registry). After initial treatment, patient was noted to have narrowing (stricture) of the esophagus which underwent one dilation procedure. At the time of this report, the patient's symptoms have resolved approximately 50%. Severity was graded as severe by physician and not related to any device malfunction.